Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported inaccurate measurement or to determine if it could have contributed to the pt's ER visit. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The pt's mother reported that she was concerned with her son's blood glucose reading so she took her son to the nurse who advised her to take him to the hospital. Upon arrival at the (B)(6) he was diagnosed with high bg and moderate level ketones. They treated him with a manual injection of insulin (exact dosage was not provided) and he was later released. During a follow up visit, they did a bg comparison and his pdm read 344 mg/dl vs 411 mg/dl for the lab result.